Manufacturer narrative:
Method: device history review and device inspection. Results: device history review indicated all released devices met specifications. Upon visual inspection, the tap was found to be fractured, confirming the reported event. Functional inspection indicated the tap is no longer functional as it has been fractured at the tip. As a result, it can no longer tap a pathway in the pedicle. Dimensional inspection could not be performed due to tip fracture. Conclusion: the most likely contributors to the reported issue include excessive application of torque, however the probable root cause of the tip fracture is unknown and multifactoral.

Event description:
It was reported that; the 4.5 tap broke when tapping the pedicle. We left the piece of broken metal lodged in the pedicle.

Event description:
It was reported that; the 4.5 tap broke when tapping the pedicle. We left the piece of broken metal lodged in the pedicle.